Event description:
A user facility¿s biomedical technician (bmt) reported to fresenius that a 2008t hemodialysis machine had thermal decomposition of the power control board. Smoke was observed. A fresenius field service technician (fst) was called onsite and replaced the power supply to resolve the issue. Machine functional tests were completed and passed onsite after repair. There was no harm to any patients or individuals because of this malfunction. The part was returned to the manufacturer for physical evaluation. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior a visual inspection of the returned power supply found thermal damage to varistor (rv1) and soot on the back of the power control board (p/n 190937). There is no other damage found on the power control board, and power supply. The power supply (as-received condition) was installed into a test machine for testing. Upon power up, a spark, smoke and fire from varistor (rv1) were encountered. The event caused the circuit breaker from the outlet to trip and more soot on the board. The failure was caused by the shorted varistor (rv1). Upon further inspection it was found that the thermal event caused board damage around rv1 area. The power control was not repairable therefore no further testing could be performed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed.

Event description:
A user facility¿s biomedical technician (bmt) reported to fresenius that a 2008t hemodialysis machine had thermal decomposition of the power control board. Smoke was observed. A fresenius field service technician (fst) was called onsite and replaced the power supply to resolve the issue. Machine functional tests were completed and passed onsite after repair. There was no harm to any patients or individuals because of this malfunction. No part is available for return to the manufacturer for physical evaluation. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Event description:
A user facility¿s biomedical technician (bmt) reported to fresenius that a 2008t hemodialysis machine had thermal decomposition of the power control board. Smoke was observed. A fresenius field service technician (fst) was called onsite and replaced the power supply to resolve the issue. Machine functional tests were completed and passed onsite after repair. There was no harm to any patients or individuals because of this malfunction. No part is available for return to the manufacturer for physical evaluation. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information: d9, h6 plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the fst replaced the power supply. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. The complaint event was confirmed.

Event description:
A user facility¿s biomedical technician (bmt) reported to fresenius that a 2008t hemodialysis machine had thermal decomposition of the power control board. Smoke was observed. A fresenius field service technician (fst) was called onsite and replaced the power supply to resolve the issue. Machine functional tests were completed and passed onsite after repair. There was no harm to any patients or individuals because of this malfunction. No part is available for return to the manufacturer for physical evaluation. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Supplemental MDR created in error. No changes have been made at this time.

Event description:
A user facility¿s biomedical technician (bmt) reported to fresenius that a 2008t hemodialysis machine had thermal decomposition of the power control board. Smoke was observed. A fresenius field service technician (fst) was called onsite and replaced the power supply to resolve the issue. Machine functional tests were completed and passed onsite after repair. There was no harm to any patients or individuals because of this malfunction. The part was returned to the manufacturer for physical evaluation. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported to fresenius that a 2008t hemodialysis machine had thermal decomposition on the power control board. Smoke was observed coming from the power supply on power-up. There was no harm to any patients or individuals because of this malfunction. There was no patient involvement. No part is available for return to the manufacturer for physical evaluation. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.